Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602; serial# (B)(4); implanted: (B)(6) 2017; product type: implantable neurostimulator. Product ID: 7482a51; serial# (B)(4); implanted: (B)(6) 2008; product type: extension. Product ID: 3387-40; lot# j0235589v; implanted: (B)(6) 2003; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the impedance issues was unknown. The issue was however resolved. The patient's therapy settings were case +1- and those impedances were normal. Tech services were comfrotable with the impedance after the procedure. There were no further complications reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3387-40, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. Additional information was received from the rep reporting that the patient had their ins and extension replaced today due to impedance issues. The rep reported the following pre-op impedances on the old ins/extension: c1: 520 ohms c2: 216 ohms 23: 34 ohms the rep reported the following post operative impedance on the replacement ins/extension c0: 934 ohms c1: 982 ohms - 3.7ma c2: 502 ohms c3: 502 ohms 01: 1486 ohms 02: 1173 ohms 03: 1173 ohms 12: 1150 ohms 13: 1150 ohms 23: 34 ohms the rep reported that the patient was programmed with c1: 982 ohms. No further patient complications have been reported as a result of this event.